Manufacturer narrative:
Submit date: 03/29/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states blood was leaking from the venous port during dialysis treatment.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Based on the complaint information, the actual device involved was a palindrome catheter; however the sample received was a mahurkar catheter without the venous (blue) adapter attached. The catheter came inside a plastic bag and did not present signs of use. The blue adapter was detached from the extension and was not present in the sample returned. Additionally the arterial (red) adapter did not present any problem. The sample was returned with 2 dilators, 1 introducer needle, and a guide wire. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. For this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter over tightening). No trends or triggers have been found. Therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states blood was leaking from the venous port during dialysis treatment.

Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, process failure method and effects analysis (pfmea) were reviewed in order to identify the possible causes for the failure. The following potential causes were identified: defective material, operator failed to follow process and inspection procedures, customer misuse, or equipment malfunction. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer states blood was leaking from the venous port during dialysis treatment.